Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient discontinued charging the ipg. As a result, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was achieved post-operatively.